Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implantable pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015, the patient reported seeing an empty reservoir code on her ptm (personal therapy manager); she noticed the code in the evening when she tried to get a bolus before she went to bed. The patient had missed her pump refill. She was told by the nurse at the office that she was not due back for a refill until the end of the month. She was not given a copy of her printout. She had called the doctor's office, but kept getting redirected to different people. The patient was having return of pain symptoms. She was using her oral meds to cover some of the pain. The actions/interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.